Event description:
A (B)(6) female pt contacted zoll customer support for an unrelated issue. During servicing, pulse voltage faults were found. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. During servicing, pulse voltage faults were found. The cause of the pulse voltage faults is a damaged capacitor c19. The capacitor wires were frayed at the defibrillator pca. The root cause of the damaged capacitor cannot be positively identified. No adverse event resulted from the damaged capacitor. The pt received a replacement monitor.